Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. The event log did show error 10037 on 8/22/18. The motor and the flat gear will be replaced in service. Use testing was performed. The problem source is defective/worn component.

Event description:
Information was received that the cadd prizm vip pump has error 10037. No reported adverse effects.